Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittent blue screen was coming on acquisition monitor and the system was not getting ready and message showing that x ray wasn't possible call service. Upon troubleshooting, fse found the issue with ippc (image processing pc).to resolve the issue, fse replaced hard disk and ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer and hard disk drives needed to be replaced, which can indicate an imaging problem. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.